Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. While placenig the device on initial axillary cut down, surgeon had a difficult time with bleeding. It was noted that the patient received plavix the am of the procedure. Surgeon took time trying to stop bleeding. A jp drain was placed. There was some axillary site with some oozing. Patient received 4 units of packed red blood cells, but staff stated the site of bleed was from the groin (not associated with impella). Patient successfully weaned as planned and is stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: staff stated the site of bleed was from the groin. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.